Event description:
While performing a hysteroscopy with septum reaction; hysteroscopic scissors failed. Small screw and one side / arm of scissors detached from instrument and settled on uterine wall. Hysteroscopic graspers were used to successfully retrieved the two items.